Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was not providing any audible tones or vibrations with loss of prime alarms and that the issue impacted insulin delivery. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a protection against a fault malfunctioned, and the user may not be aware of malfunction/issue; insulin delivery may be affected without the user being aware.